Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -10.50 diopter in the patient's left eye (os) on (B)(6) 2016 and the lens was noted to be torn. The lens was explanted on (B)(6) 2016 and exchanged for a lens the same size, model and diopter and the problem was resolved. There was no report of any apparent injury. The patient's post-op best corrected visual acuity was 20/25.

Manufacturer narrative:
Lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the optic and the haptic were torn. (B)(4). Lens was exchanged intraoperatively for another lens of the same model, size and diopter. No similar complaints were reported for units within the same lot. Claim #(B)(4).